Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer explained that he received a short sample from the regional laboratory that was over diluted. Ccc instructed the customer as per the siemens operator manual, sample flagged with measurement error and below assay range should be diluted 1:2 with a sample of known value like quality control (qc). A siemens headquarters support center (hsc) specialist reviewed the instrument data log and determined the issue was caused due to a user error. The operator failed to follow siemens operator guide's recommendation and manually over diluted the sample 1:100. The cause for the operator to manually dilute the sample 1:100 when it should have been a 1:2 dilution is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A flagged result of <0.015 ng/ml measurement error and below assay range was obtained on a dimension vista 1500 instrument. The result was not reported to the physician(s). The sample was manually off board diluted 1:100 and then on board diluted and repeated on the same dimension vista instrument, resulting higher. The customer questioned the result. It is unknown if that result was reported to the physician(s). The sample was repeated again 1:5 auto-dilution, resulting above the reference range and was reported to the alternate laboratory. The sample was then repeated a third time on the alternate dimension vista instrument ((B)(4)), resulting lower and matching the initial result. The third repeated result from the alternate instrument was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant tni results.